Event description:
This spontaneous report was received on (B)(6) 2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed (route-dental, frequency, lot number and expiration date unspecified) for oral hygiene. After an unspecified duration, when trying to take floss out from the container, the consumer had trouble getting it out as the spindle was locked up. When the consumer popped opened the top of the container, the metal cutter broke off and the plastic insert parts broke and fell out completely. The consumer attempted to reinsert the plastic parts into the container but the floss did not dispense properly. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states.

Manufacturer narrative:
The date of this submission is 07-may-2015. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 07-apr-2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed (route-dental, frequency, lot number and expiration date unspecified) for oral hygiene. After an unspecified duration, when trying to take floss out from the container, the consumer had trouble getting it out as the spindle was locked up. When the consumer popped opened the top of the container, the metal cutter broke off and the plastic insert parts broke and fell out completely. The consumer attempted to reinsert the plastic parts into the container but the floss did not dispense properly. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on 16-apr-2015. The product code was updated from reach j&j floss waxed mint USA refwmtus to reach j&j floss waxed mint 200yd USA (B)(4) USA and the lot number was changed from unspecified to 2931d. One package of reach johnson and johnson floss mint waxed was received opened and used on 16-apr-2015. The sample was visually examined on 28-apr-2015 and did not meet specifications for appearance as it was received with a broken core and the cutter was missing from the lid. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed (route-dental, frequency, lot number and expiration date unspecified) for oral hygiene. After an unspecified duration, when trying to take floss out from the container, the consumer had trouble getting it out as the spindle was locked up. When the consumer popped opened the top of the container, the metal cutter broke off and the plastic insert parts broke and fell out completely. The consumer attempted to reinsert the plastic parts into the container but the floss did not dispense properly. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on 16-apr-2015. The product code was updated from reach j&j floss waxed mint USA refwmtus to reach j&j floss waxed mint 200yd USA 381370092346 8137009234usa and the lot number was changed from unspecified to 2931d. One package of reach johnson and johnson floss mint waxed was received opened and used on 16-apr-2015. The sample was visually examined on 28-apr-2015 and did not meet specifications for appearance as it was received with a broken core and the cutter was missing from the lid. This report remains a reportable malfunction case in the united states. Additional information was received on 19-may-2015. A review of the data revealed no lot trend for the reported lot number. A review of all non-conformances was performed and no non-conformances related to broken core or loose cutter was initiated. Final packaging, packing, and incoming records were reviewed and the review indicated the product did not present defects during production. Visual inspection of the retained sample was conducted and it met specifications for appearance. There were no changes to the formula or packaging that could cause the reported defects. The complaint investigation was closed with a disposition of confirmed based on the broken core defect of the returned sample. The device was used for oral hygiene. Complaints trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2015. This closes out this report unless other additional significant information is received.